Event description:
The reporter stated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens in patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vault and elevated iop. No other lens was implanted. On patient's last visit, bcva was 20/20.

Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search; a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. There was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The measured value after re-hydration is at the expected overall length value after complete in-situ hydration. The lens is on specifications. Medical review: review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e. G. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that the device was implanted off-label (patient (B)(6)). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safely of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).